Manufacturer narrative:
This device was received. Investigation is not complete.

Event description:
Device malfunction: blocked marker lumen. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a technician trained in the use of the proglide device attempted arteriotomy closure of the femoral artery after an unspecified procedure. Reportedly, there was no bleed back through the marker lumen. It is unknown how hemostasis was achieved. There were no reported adverse patient effects. Though requested, no additional information was available.